Manufacturer narrative:
The device was not returned to the MFR at the time of the report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the teeth (pins) were broken on the universal oscillating saw attachment. There was no patient harm or delay reported.